Event description:
Customer reported that after storage in liquid nitrogen in a mechanical freezer for 41 days, the cryocyte bag broke. The pt did receive the cd34+ product (1.4 x 10e6/kg) in the broken bag. The sterility of the bag was checked after the bag broke and the results were negative. The pt was already on antibiotics and no add'l antibiotics were given. The pt successfully engrafted with no complications.

Manufacturer narrative:
Returned sample from customer is anticipated. When evaluation results become available, a follow up report will be submitted. Review of production records for lot# h02g25091 were found to be within specifications requirements. A query of the complaint database for lot# h02g25091 shows one other similar complaint within the last 24 months.